Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Part of tampon broke off, stuck inside-vagina [foreign body in reproductive tract] took tampon out, part broke off, stuck inside [complication of device removal] tampon broke off [device breakage]. Consumer contacted via social media and stated that she took a tampon out and part of it broke off. No serious injury was reported.